Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her pump would not turn on. She changed the battery but it did not turn on. The customer¿s blood glucose was 524 mg/dl and she treated with a manual injection. After blank display troubleshooting, the display returned and the self-test was performed and the pump passed. The insulin pump will not be returning for analysis.